Manufacturer narrative:
(B)(6). The customer name could not be provided. Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion and hemorrhage and stroke are known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the intracranial hemorrhage could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received heparin during the procedure which could increase the likelihood of developing hemorrhagic transformation. There is no current safety signal identified related to the reported events based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. The revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s. This is an initial/final MDR report.

Event description:
As reported via the revive se pms (B)(6) (patient (B)(6)), a revive se (frs21452299/t10111) was not effective in clearing the clot and the patient experienced asymptomatic intracranial hemorrhage (sah) at the occluded site. On (B)(6) 2016, the patient developed acute stage cerebral infarction with the internal carotid artery system left intracranial internal carotid artery occlusion. Before the procedure, aspects-dwi was 5 points, nihss was 17 points, tici was 0. There was almost no vessel tortuosity of the vessel at the occluded site and there was no stenosis at the proximal portion of the occlusion. The vessel diameter and length at the occluded site was unknown. The t-pa was not given. A guiding catheter (9fr optimo, tokai medical) and a microcatheter (2.8f marksman, medtronic) were also used. The thrombectomy device (penumbra) was deployed once at the occluded site and tici 2a was obtained. Revive se was deployed three times but there was no changes with tici. Penumbra was deployed again three times and the tcic:2a points was obtained. The procedure was completed and the guiding catheter was removed. Immediately after the procedure, asymptomatic intracranial hemorrhage (sah) was developed at the occluded site. However, no special treatment was performed. On (B)(6) 2016, decompression craniotomy was performed because deterioration of the target cerebral infarction was observed. Nihss was 20 points. On (B)(6) 2016, recovery of asymptomatic intracranial hemorrhage was observed with mrs 4 points, nihss 20 points, aspects-CT 4 points. On (B)(6) 2017, recovery from deterioration of target cerebral infarction was observed. On (B)(6) 201 7, mrs was 4 points.